Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). V sensing integrity counts up to 334; vt-ns episodes with evidence of lead noise oversensing. (B)(4).

Event description:
The patient reported that they heard tones every four hours. A lead integrity alert (lia) had triggered due to a number of short interval counts (sic) and noise/oversensing on the right ventricular (rv) lead. No oversensing was noted during pocket manipulation or isometrics. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.